Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm (universal surgical manipulator). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report instruments on usm1 (universal surgical manipulator) and usm 4 were not moving the way they should. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the fse and obtained the following additional information. It was hard to move the usm 1 on all the axes. They changed usm1 and checked usm 4. They could not find any problem on usm 4. After replacement of usm1, they calibrated and checked all the usm's and tested the system. No more problems were found. It was confirmed that the customer kept using the system in this condition.

Manufacturer narrative:
Upon visual inspection of the carriage, there are no signs of any contaminated rotors or windows on the instrument sterile adapter (isa). The usm was installed onto golden system and the 22020 was not trigger. While the usm was on the system, performed the instruments test using the fenestrated bipolar forceps, stapler 45, stapler 30 and the large needle driver instrument and system engage on all instruments. The usm was also tested on a patient fixture test platform (pftp) and passed lissajous, agc current sensors check, sine cycle, and rom. Root cause is attributed to the isa.

Event description:
Refer to h11 for follow-up information.